Event description:
It was reported that the handpiece caused an error 3 during procedure. A second handpiece was used to complete case with no patient consequence. No other case information available. The problem was confirmed during troubleshooting after case.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was received with the nose cone cracked and a loose mount. The hand piece was tested on a generator and gave an error code 3. It is no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.